Manufacturer narrative:
It was indicated that the device is not available for eval as it is still implanted. If add'l info becomes available, a supplemental report will be submitted.

Event description:
The original surgery was (B)(6) 2009. The smart toe was broken in the middle. The distribution saw the x ray. The break was recent so maybe 18 months after surgery.